Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient experienced an infection in the rectal wall. The patient also experienced a hematoma, 3 days after the spaceoar procedure. The patient received a course of antibiotics. The patient condition was reported to have fully recovered. Boston scientific has been unable to obtain additional information regarding this event to date.

Manufacturer narrative:
Additional information received update on: block b5: describe event or problem. Block e1: initial reporter address 1: (B)(6). Block h6: clinical code e 9151 captures the reportable event of infection. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021, patient was having an infection in the rectal wall. The hematoma was present 3 days after spaceoar procedure. The patient received a course of antibiotics. The patient condition was reported to have fully recovered. As of january 22, 2022, additional information received stating that the procedure was done under sedation.